Event description:
A healthcare professional reported that there was a patient who was injected with 2 syringes of skinvive¿ by juvéderm® a couple of months past, and recently the patient is still complaining about the bumps on their cheek. The patient was refunded and was also given a free hyaluronidase injection.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.